Event description:
Customer reported one hundred thirty-seven (133) false positive results with the binaxnow covid-19 ag card on multiple dates in january on kitted nasal swabs. This report is for patient eighty-four (84) of one hundred thirty-three (133) and lot 150358 (total quantity 5). Patient was tested with the binaxnow covid-19 ag card on (B)(6) 2022 which generated a positive result. Confirmation pcr nasal sample was collected the same day, placed in vtm, and transported via currier to a separate branch lab for testing (platform: perkinelmer) which generated a negative result. The patient was asymptomatic but was known to be covid-19 positive at the time of testing. No serious injury, medical intervention or treatment decisions occurred as a result. Customer is performing tests in community organizations (cohort 1: k-12 schools including faculty).

Manufacturer narrative:
Additional information: patient identifier: (B)(6). Investigation report: testing was performed in triplicate at abbott diagnostics (B)(4). On retained kit lot 150358 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-000 / lot 150358 and device part number 195-430h / lot 146923. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 150358 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4). Was unable to determine the exact root cause of the reported issue. Related MFR report numbers: 1221359-2022-01916 through 1221359-2022-02048.